Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd q-syte luer access split septum had leakage at the luer connection. The following information was provided by the initial reporter: "4 incidents of leaking from the connection between bd q-syte and syringe when being accessed. No further details known of the incident in ICU on the 10th. Not reported at the time due to not being sure it was a problem with the actual connector or the way in which it was used. Since then more reports which have led us to be notified."

Event description:
It was reported bd q-syte luer access split septum had leakage at the luer connection. The following information was provided by the initial reporter: "4 incidents of leaking from the connection between bd q-syte and syringe when being accessed. No further details known of the incident in ICU on the 10th. Not reported at the time due to not being sure it was a problem with the actual connector or the way in which it was used. Since then more reports which have led us to be notified."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.